Event description:
It was reported that the patient experienced a surgical procedure to replace an artificial urinary sphincter (aus) cuff due to the system not working anymore and perforation in the cuff. The 4.5cm cuff was replaced with a 4.0cm cuff. A patient outcome of stable was reported.